Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a 29-year-old female patient underwent a primary breast augmentation surgery with 240cc mentor memorygel xtra breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture on the left side, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6), 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation of the eturned device a crease was observed on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 10, 2023, mentor received additional information. Mentor became aware that the patient experienced baker grade IV capsular contracture of the left breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 11, 2023, mentor received additional information. Mentor became aware that the patient underwent explantation and replacement with a 210cc mentor memorygel boost breast implant on (B)(6) 2023. As such, recognized procedural complication is no longer applicable. The patient experienced bilateral capsular contracture. As such, a second file was generated to document the patient's right breast complication. Refer to manufacturing report number 1645337-2023-05034 for the contralateral event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On may 17, 2023, mentor received the device for analysis. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).